Event description:
Additional information: additional symptoms included tachycardia, cramping in the legs, and increased respiratory rate. The patient was hospitalized for the event. The device delivered lioresal (baclofen) and dilaudid.

Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly.

Event description:
It was reported on (B)(6) 2012 that a critical alarm was heard and was confirmed by telemetry. Pump logs showed 'reset occurred-low battery' and 'safe state occurred'. The patient had heard the pump alarm and was experiencing increased pain, fatigue and nausea. It was later reported that the pump was replaced due to premature battery on (B)(6). An error message appeared that read 'eri=48 months/pump remains in shelf state'. The health care provider (hcp) was unable to reprogram the pump as it would return to shelf state. The hcp set the pump to minimum rate mode and managed the patient with oral medication until replacement. The new pump was programmed to the previous infusion rate. The patient was reported to have experienced baclofen withdrawal and hypertension. Following the replacement the patient outcome was reported as recovered without sequela. The device system was used to deliver baclofen and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.